Event description:
Additional information received indicating the event was discovered in clinic, and the patient was asymptomatic.

Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) exhibited post paced t wave oversensing. No intervention was done. The patient status was unknown.